Manufacturer narrative:
Although it is unknown if the device caused or contributed to the reported event or not, we are filing this report for notification purposes. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported in the literature titled ¿true anteroposterior view pedicle screw insertion technique¿ that the study analyzed the accuracy of the true anteroposterior view pedicle screw insertion technique in minimally invasive transforaminal lumbar interbody fusion (mis-tlif) surgery, and compared it with conventional pedicle screw insertion technology. Fifty-two patients undergoing true anteroposterior view (group a) and 87 patients undergoing conventional pedicle screw insertion (group b) were diagnosed with lumbar disc herniation or lumbar spinal stenosis. Following complications were reported in the patient. Two patients with medial penetration underwent revision for unbearable radicular pain, 24 screws were overlong and penetrating into the paries lateralis of vertebral pedicle and fracturing of the anterior vertebral wall by 55 screws were observed.